Manufacturer narrative:
Corrected information was provided in h.11. Based on internal review following submission of the initial report, this event plunger of the lens injector was going off the side does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, during intraocular lens implantation surgery, the lens was defective and the plunger was going off. Additional information has been received stating that, the plunger was going off the side (not centered). There was no patient harm.